Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The diaphragm was stuck in an open position within the expiratory flow sensor. It was recommended that the flow sensor be replaced to correct the issue.

Event description:
The hospital reported that during pre-use checkout the unit alarmed for tidal volume. The tidal volume was found to be lower than the set point by 150ml. There was no report of patient involvement.